Manufacturer narrative:
Medical image reviewed. Based on the images provided, the identity of the filter cannot be confirmed due to poor image quality. Based on the images provided, the number of filter arms and legs cannot be counted due to poor image quality. Based on the images provided, the filter was located in the ivc at the level of l2-l3 of the lumbar spine in the first two images; however, the last filter image provided demonstrates the filter within the heart silhouette; along the right medial border of the heart, can be confirmed. Based on the images provided, successful filter removal cannot be confirmed.

Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post one day vena cava filter deployment due to trauma, the patient experienced arrhythmia. Imaging identified the vena cava filter to have migrated to the right atrium. A snare device was unable to capture retrieve the filter; therefore, the vena cava filter was surgically removed. The patient was reported to be hemodynamically stable at the conclusion of surgery.

Manufacturer narrative:
Manufacturing review - the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection - as the device was not returned, an inspection could not be performed. Functional/performance evaluation - as the device was not returned, an evaluation could not be performed. Medical records review - as medical records were not provided, a review could not be performed. Conclusion - three images were provided. Based on the image review, filter migration to the heart can be confirmed. It was reported that the patient had surgery to remove a kidney after the filter was implanted. Per the instructions for use (IFU), "abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible that the procedure could have contributed to the reported issue. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration. Migration may be caused by placement of the filter in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Precautions: - abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Images were received and a review is currently underway. Additional information related to the event was provided by the physician. A voluntary medwatch which was completed by the facility risk manager was received; however, no medwatch number was listed. (B)(6).